Event description:
Patient called about inacurrate readings on the surestep original meter. Patient does not recall the meter reading compared to the lab. Patient claims their meter read 30 points lower than the lab result. Md treated patient for their blood glucose. Patient had been cleaning the meter incorrectly and the test strips have not been opened for more than the discard date. Patient did not have control solution. Customer service found out that meter was set to the wrong unit of measurement. Customer service was unable to change the unit of measurement and sent patient a replacement meter. This case is being reported as a meter malfunction, since they were unsuccessful in changing the unit of measurement.